Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to ensure the wall adapter was plugged into a functioning outlet for at least 30 minutes to see if the pump would charge, with a follow-up from technical support planned. Later, the customer expressed dissatisfaction with the 2-day shipping process for a replacement power source and was informed of the option to purchase one at an electronics store. The customer decided to proceed with this option and ended the call abruptly.